Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to the patient while performing physical activity. Technical services (ts) analyzed device episode data and found that the shock was inappropriate due to t-wave oversensing with a high shock impedance value of 137 ohms. There was another stored untreated episode due to oversensing a month prior. Ts discussed the need for a chest x-ray and isometric testing in-clinic. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to the patient while performing physical activity. Technical services (ts) analyzed device episode data and found that the shock was inappropriate due to t-wave oversensing with a high shock impedance value of 137 ohms. There was another stored untreated episode due to oversensing a month prior. Ts discussed the need for a chest x-ray and isometric testing in-clinic. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, ts reviewed this s-ICD system's stored treated and untreated events with the boston scientific field representative. It was noted that the patient's morphology exhibited low amplitude. Ts suggested that x-rays be taken along with in-clinic evaluations. No adverse patient effects were reported. Currently, this s-ICD system remains in service.